Event description:
On july 20, 2006, the lay user/reporter (patient's girlfriend) contacted lifescan alleging that the one touch ultra was displaying the "error 2" error message. The medical affairs specialist (mas) spoke with the reporter on six days later, to obtain/verify the following information. The patient has had the reported meter for about a year, but has never been able to obtain a successful reading and had been testing on his other blood glucose meters. A few days prior to event date, the pt ran out of test strips for his other blood glucose meters. He attempted to test on the reported meter; however, he did not know he was using the wrong test strips and was using the incorrect testing technique. He was unable to test his blood glucose for a few days but continued taking his set amount of insulin every day. On an unspecified date/time, the pt developed the symptoms: light-headedness, dizziness and trouble with his vision" and went to the clinic on event day. He obtained a "320 mg/dl" on the clinic's meter and was treated with insulin. The patient was also sent to the hospital later that evening for additional lab tests. The customer care advocate discovered that the patient was using incorrect test strips and incorrect testing techniques (use errors). However, this complaint is being reported because the patient was unable to test on her meter, developed symptoms, and was found to be hyperglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.